Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the display screen was out of calibration. It was noted that the upper and lower bullets were worn, fan was noisy, the right hasp was worn, the lower and upper covers had cosmetic damage, and the handle had cosmetic damage. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer was returned. It was further reported via follow up that the issue did not appear to be related to the stylus pen; when the user "probe(d)" with several pens, the issue persisted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen would not calibrate. The status of the programmer is unknown. No patient complications have been reported as a result of this event.